Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The facility administrator (fa) confirmed the event during follow-up. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen lines. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. No parts were returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The facility administrator (fa) confirmed the event during follow-up. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen lines. The blood leak was identified by the staff before it could reach the blood leak detector on the machine, a fresenius 2008t machine, to trigger a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. No parts were returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5 correction: h10. Upon further review, it was determined that the event reported on 2937457-2022-00382 was not a reportable event related to fmc products. Additional information was received from the user facility indicating that the reported blood leak was caught prior to reaching the blood leak detector on the machine. As there is no indication or allegation from the customer that the machine did not operate as intended, no further updates will be made on MFR 2937457-2022-00382.